Event description:
Physician has reported a suspected left side device rupture and capsular contracture baker grade ii discovered by MRI scan. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed two openings posterior side assessed as fold flaw opening. Additional observations: ¿ observed stress marks on the device.

Event description:
The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5 d6b h6.

Manufacturer narrative:
Additional device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe as it is a medical event that is not related to the device. No further actions are required as the device was implanted.

Event description:
Physician has reported a suspected left side device rupture and capsular contracture baker grade ii discovered by MRI scan. The device has been explanted.

Manufacturer narrative:
Continued e1 phone number:(B)(6); fax number: (B)(6). A review of the device history record has been or will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Physician has reported a suspected left side device rupture. The device status is unknown.